Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the reported caravel microcatheter was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. One similar event was received from this lot that was also reported by the same facility (MFR report #: 3003775027-2019-00167); however, it was concluded that the similar event was not attributed to product quality but patient anatomy. Based on the provided information and referring to known similar events, it was presumed that stress exceeding the product's design limit had most likely contributed to the reported separation of the tip. The applied stress would accumulate and exceed the product design limit likely when the tip was being caught and restricted its movement by the severely calcified lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter broke off during a pci to treat a severely calcified 90-99% stenosis in the left main. The microcatheter was delivered to the lesion but failed to cross. Upon removal, the tip broke off and was stuck in the lesion. Because it was impossible to remove, the separated tip was crushed in the lesion by a balloon. Two stents were deployed to successfully reestablish blood flow. No adverse patients associated with this event was reported.